Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) was overdischarged. The patient had stopped charging about two years prior to (B)(6) 2016 because the device did not take a charge. The consumer reported that it was ¿good hot and shut off.¿ diagnostic testing or troubleshooting was not performed at this time as the patient was no longer seeing their previous managing healthcare professional. The issue was not resolved as of (B)(6) 2016, and the patient¿s status was alive with no injury. Surgical intervention was not performed, and it was unknown whether surgical intervention was planned. The patient was not sure if she would like to get the battery replaced or if she wanted the whole system removed; the patient did not want surgery at this time. The patient¿s indications for use included lumbar radiculopathy.

Event description:
Additional information reported that there was heating during recharging and then it would shut off. No circumstances led to the issue of the implantable neurostimulator (ins) being overdischarged, the device no taking a charge, and the ins heating during recharge then shutting off except regular charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.